Event description:
It was reported that pump experienced malfunction alarm with code 16, and no events were noted before malfunction. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.